Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr, severe aortic regurgitation (ar) due to frozen leaflet leading tav in tav was reported. A transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve was performed. The valve was deployed in an 80:20 aortic/ventricular position with 1ml less than nominal volume as intended position. Post valve deployment, mild pvl remained, post dilation was performed with nominal volume. After post dilation, tte revealed that a jet which different from ar by guidewire and the aog revealed that severe ar. It was determined that the valve leaflets were stuck. It was observed that one valve leaflet had fallen off by tte. The decision was made to perform tav in tav. A second valve (23 mm s3ur) was deployed with nominal volume. Ar improved and the procedure was completed. The patient left the room. The medical opinion was reported as follows: 'it feels strange to get stuck twice in such a short period of time. My technique may have been 'bad' the first time, but this time I performed the post dilation correctly. I would like information on whether this is likely to happen with s3ur. Post dilation is being implemented to care for hemolysis, but this is a dead end.'

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr, severe aortic regurgitation (ar) due to frozen leaflet leading tav in tav was reported. A transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve was performed. The valve was deployed in an 80:20 aortic/ventricular position with 1ml less than nominal volume as intended position. Post valve deployment, mild pvl remained, post dilation was performed with nominal volume. After post dilation, tte revealed that a jet which different from ar by guidewire and the aog revealed that severe ar. The tte revealed that one of the valve leaflets appeared to have collapsed, resulting in a frozen leaflet. The decision was made to perform tav in tav. A second valve (23 mm s3ur) was deployed with nominal volume. Ar was improved and the procedure was completed, and the patient left the room. The medical opinion was reported as follows: 'it feels strange to get stuck twice in such a short period of time. My technique may have been 'bad' the first time, but this time I performed the post dilation correctly. I would like information on whether this is likely to happen with s3ur. Post dilation is being implemented to care for hemolysis, but this is a dead end.'

Manufacturer narrative:
A supplemental MDR is being submitted due to updated/corrected b5 verbiage for clarity.

Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr, severe aortic regurgitation (ar) due to frozen leaflet leading tav in tav was reported. A transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve was performed. The valve was deployed in an 80:20 aortic/ventricular position with 1ml less than nominal volume as intended position. Post valve deployment, mild pvl remained, post dilation was performed with nominal volume. After post dilation, tte revealed that a jet which different from ar by guidewire and the aog revealed that severe ar. It was determined that the valve leaflets were stuck. It was observed that one valve leaflet had fallen off by tte. The decision was made to perform tav in tav. A second valve (23 mm s3ur) was deployed with nominal volume. Ar improved and the procedure was completed. The patient left the room. The medical opinion was reported as follows: 'it feels strange to get stuck twice in such a short period of time. My technique may have been 'bad' the first time, but this time I performed the post dilation correctly. I would like information on whether this is likely to happen with s3ur. Post dilation is being implemented to care for hemolysis, but this is a dead end.' Additional information was received that the patient experienced worsening heart failure on the same day of tavr procedure of tav in tav.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5, h6: clinical code.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5 updated.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve, severe aortic regurgitation (ar) due to a frozen leaflet was reported by our edwards lifesciences japanese affiliate. The valve was deployed in an 80:20 aortic/ventricular position with 1ml less than the nominal volume. After deployment, mild paravalvular leak (pvl) remained, prompting post-dilation with nominal volume. However, a transthoracic echocardiogram (tte) revealed a jet different from ar by guidewire, and an aortogram (aog) confirmed severe ar due to stuck valve leaflets. One leaflet was observed to have fallen off via tte, leading to the decision to perform a valve-in-valve (tav in tav) procedure. A second 23 mm s3ur valve was deployed with nominal volume, improving ar and completing the procedure. The patient was then moved to the recovery room. The medical opinion noted the unusual occurrence of valve leaflets getting stuck twice in a short period, questioning whether this issue is common with the s3ur valve. Post-dilation was performed to address hemolysis, but the situation was described as a dead end. Additional information revealed that the patient experienced worsening heart failure on the same day as the tav in tav procedure. On (B)(6) 2025, it was confirmed that heart failure occurred during the tavr procedure due to the prolonged time required to address the stuck valve cusp, leading to severe ar and resulting in heart failure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaints for deployed valve exhibits central regurgitation and leaflet motion restricted-in patient were unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve was performed' post valve deployment, mild pvl remained, post dilation was performed with nominal volume. After post dilation, tee revealed that a jet which different from ar by guidewire and the aog revealed that severe ar. The tte revealed that one of the valve leaflets appeared to have collapsed, resulting in a frozen leaflet. The decision was made to perform tav in tav' ar indicated central leakage.' There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets, resulting in central regurgitation. In this case, it was reported that post-dilation was performed to address mild paravalvular leak observed after deployment. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from opening and closing properly, leading to leaflet motion restricted and central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.